Event description:
It was reported that during a left internal common carotid artery stenting procedure, the xact stent had difficulty crossing over the guide wire. The xact stent and emboshield nav6 were both removed. A second emboshield nav6 failed to cross the target lesion, ending up in the left external carotid. The device was removed and a third emboshield nav6 along with the xact stent was successfully placed. Additionally, during the procedure after post dilatation and stent placement, the patient experienced hypotension and bradycardia, which resolved after a dose of IV neosynephrine. A few hours later, the patient again experienced hypotension which was treated with a dopamine infusion. The patient's hypotension resolved and the patient was discharged home two days after the procedure. Additional information received indicates that seventeen days after the procedure, the patient was hospitalized with a stroke. The CT scan of the head revealed acute hemorrhage in the left parietal area with extension into the left lateral ventricle with mass effect. The patient was treated with IV fluids. The patient's condition worsened and the patient was admitted to hospice care on (B)(6) 2011 and subsequently died on (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that may contribute to the resistance with a guide wire may include, but are not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or kinks and bends in the guide wire. Other factors may also consist of anatomical conditions, such as tortuous vessels, as they could cause the shape of the guide wire or stent delivery system to become angled and make it more difficult to advance over the wire. Without having the products tip to examine, a conclusive cause for the resistance could not be determined. The reported patient effects of hypotension, bradycardia, cerebrovascular accident (stroke), death and hemorrhage are listed in the product instruction for use, as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents for difficult to position or resistance reported for this lot. Overall, without having the product to examine, a conclusive cause for the reported resistance and additional patient effects could not be determined.